Event description:
It was reported that the pt went ot the clinic april 2002, and complained that about 20 days beforehand the sound had started to disappear at times. Since 3 days earlier, the system had stopped functioning totally. Telemetry measurments were performed and the result was 'poor coupling'.